Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited atrial and ventricular bipolar impedances of greater than 2500 ohms, and loss of capture one month post implant. Unipolar values were the same. A chest x-ray revealed that both leads were fractured. The leads were explanted and replaced. The ipg remains active in patient.